Event description:
It was reported that the right atrial (ra) lead from this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise oversensing. The lead was surgically abandoned, and a new lead was implanted. This crt-d was explanted and replaced due to normal battery depletion (nbd). No additional adverse patient effects were reported.